Event description:
The customer reported to olympus, the colonovideoscope experienced a communication error code. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There was no patient harm or consequence reported as a result of this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to corrosion on endoscope connector; b30 (scope communication err) occurs, the universal cord has foreign objects, due to wear of angle wire; bending angle in up direction does not meet the standard value, due to wear of angle wire; the play of upward/downward knob is out of the standard value, bending section cover (ar) has a scratch, adhesive on ar has a chip, adhesive on ar has white-clouded area, suction connector is dirty due to water leakage, scope cover has a crack, universal cord has a scratch, light guide lens has a crack, objective lens has a scratch, adhesives around objective lens has white-clouded area, switch 1 has a scratch, control unit has discoloration, image guide protector has a scratch, plastic distal end cover has a scratch, and the connecting tube has a scratch. The investigation is ongoing, and additional details relating to the patient and the event have been requested, but no response has been received at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle of the distal end section was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.